Event description:
Clinic notes dated (B)(6) 2012 noted that the patient experienced irritability over the weekend and experienced an increase in seizures for a couple of days which was approximately ten seizures per day lasting a few seconds, but that now the seizures were back to baseline.

Event description:
Follow up with the site found that the increase in seizures was not believed to be related to vns, because the vns was working well. No additional information was provided.